Event description:
A malfunction was reported on the pump by the customer, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the device. Afterward, the pump functioned correctly without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if any further issues arose, which the customer acknowledged.